Event description:
The customer reported that on (B)(4) 2012 erroneous high progesterone, estradiol and erroneously low or no value hlh patient results were generated from an access 2 immunoassay system for three patients. The no value hlh results possessed an ind (indeterminate) instrument flag. One of the patient's suspect progesterone, estradiol and hlh results were reported from the laboratory. A nurse questioned the progesterone and estradiol results. There were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. The initial results were repeated on another instrument where the results recovered within different clinical categories, and were considered valid. The customer reported receiving several "reagent carousel motion errors" posted to the event log and system flags on some patient results. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the quality control values obtained for the various assays recovered within established ranges on the morning of the event. The customer attempted to troubleshoot the issue by performing weekly maintenance activities on the instrument. They also changed the aspirate probes twice. The initial system check failed to meet specifications however upon repeat, passed within published specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found bent aspirate probes, kinked aspirate tubing and an improperly installed substrate bottle. He corrected these issues and also replaced the thermistor. He ran a successful calibration and quality control assessment to verify the repairs. Upon the completion of the repairs, the instrument was returned back into operation. While a definitive root cause for this event is unknown, these instrument issues are regarded as the cause of all of the involved assays' suspect results. The repairs made appear to have resolved the issue.